Event description:
It was reported that high hv lead impedance was observed. Fluoroscopy showed that the svc pin did not appear to be fully in the port. As it was not certain whether the pin had been connected properly the first time, the physician retightened the setscrew and did a tug test on the lead to assure it was firmly in place. After closing the pocket, fluoroscopy showed again that the svc pin did not appear to be in the port. Hence, the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found no issue with connector insertion. Various test lead models fully inserted normally and bore dimensions were within specification for all bores. With test leads properly inserted, hv lead impedance measurements were normal. The automated electrical tests found no anomalies with the hv lead impedance measurements.